Event description:
It was reported that the patient expired. Review of session records indicated that the device was attempting therapy delivery during a vf episode, but the therapies were truncated due to a high lead impedance detection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of the device's real-time measurement trends showed high impedance on the ventricular channel. The device's functionality was evaluated and found to be normal.